Event description:
It was reported on (B)(6) 2016 that the patient was in the office and has a possible lead break with high impedance. Clinic notes were received on 09/13/2016 and state that there is very high resistance suggesting the lead is not in continuity. Her current was increased to 0.75 ma and frequency 25 hz and increased magnet current to 0.75 ma. She could not feel the stimulator going off with the new settings. He lowered the settings so that it would be tolerable when the lead was fixed. The current is back to 0.25 ma and frequency 20 hz on time 30 sec, off time 3 minutes. The patient is being referred for lead revision surgery but surgical intervention has not occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified and was successfully verified. Review of the data downloaded from the pulse generator shows no indication of increased impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Data from the date of generator explant surgery indicates that system diagnostic tests were not performed. Only four interrogations were performed. Due to lack of diagnostic test, the previously observed high impedance did not clear. Per clinical specialist, the lead pin insertion was checked and the generator was tested with the resistor. However, no system or generator diagnostic test to refresh the stored impedance was performed. As a result, the device kept showing the previously stored high impedance value. Given the proximity of the high impedance to the implant surgery, the cause of the high impedance is likely due to incomplete pin insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 10/27/2016 that this patient did not end up receiving a full replacement due to high impedance but had a faulty 105 generator. The patient had a generator replacement only on (B)(6) 2016. Information was received that during surgery pin re-insertion was attempted since the generator was newer and this seemed like a likely cause. The pin was taken out and re-inserted but high impedance was still seen. They then tested the generator and test resistor with a generator diagnostic test and received high lead impedance during that test which is what led them to believe the generator was faulty. They then implanted the new 106 with the old lead and no high impedance was seen. Impedance after the generator replacement was normal at 1756 ohms. The explanted generator has not been received for analysis to date.

Event description:
The generator was received for analysis on (B)(6) 2016. Analysis is underway but has not been completed to date.